Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient without problem and a pinhole was noted. The procedure was completed with a different device. There were no patient complications and the patient status was good.

Manufacturer narrative:
(B)(6).